Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The glenosphere would not seat or tighten. After several attempts a second glenosphere was implanted.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incidents against the provided product/lot combination since release for distribution. A DHR review was requested and found no nonconformances or deviations. Corrective action was not indicated. Without the physical complaint sample associated with this report, it was not possible to determine if the device failed to meet specifications at the time it was released for distribution. Based on the inability to determine a root cause and no evidence indicating product error was a contributing factor, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.